Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) reviewed error logs and did not find any additional error codes relating to erbe function. Fse contacted site to inform them of clean logs and confirmed that there had been no repeat issues encountered by surgical staff. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer informed the technical support engineer (tse) that they had issues with monopolar and bipolar energy. The customer clarified that when monopolar energy was called for, intermittently bipolar energy was delivered. The error 25920 observed in logs. The tse confirmed with the customer that the permanent cautery hook was in universal surgical manipulator (usm3) and the maryland bipolar forceps instrument was in usm1 and intermittently when the surgeon calls for monopolar energy, bipolar energy delivers but the rest of the time monopolar energy delivers. The tse stayed on the call for several minutes and watched artemis and ensured the surgeon always pressed the correct energy pedals which was the surgeon did and only monopolar energy was delivered. The tse asked, if possible, the surgeon was pressing energy pedals and the customer confirmed not. The customer moved to end the call and would call back if the issue persisted. The procedure was completed as planned with no reported injury.